Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration/migration of essure device location of device: location is unknown'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications) / pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 39-year-old female patient who had essure (ess205) (batch no. 623318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, recurrent abortion, emotional distress, angina pectoris, multigravida and parity 2. Previously administered products included for an unreported indication: lipozene and zoloft. Concomitant products included bupropion, fluoxetine, ibuprofen, metformin, paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In (B)(6) 2007, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urticaria ("rashes or skin conditions type: hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vertigo ("vertigo"). In 2014, the patient experienced inflammation ("inflammation"). On (B)(6) 2019, the patient experienced coagulopathy ("blood or heart disorder/condition type: my blood does not clot"), 12 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, feeling abnormal, urticaria, vaginal haemorrhage, coagulopathy, nausea, vertigo, inflammation, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bipolar disorder, coagulopathy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, inflammation, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 73.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- feeling abnormal, abortions spontaneous, pregnancy with contraceptive device, device ineffective, urticaria, vaginal haemorrhage,coagulopathy , bipolar disorder, nausea, vertigo, inflammation, lower abdominal pain, back pain. Event plaintiff did not undergo essure confirmation test was deleted .aka name added, reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, historical drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration/migration of essure device location of device: location is unknown'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications) / pregnancy (stillbirth or misscarriage)'), abortion spontaneous ('pregnancy (stillbirth or misscarriage)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 39-year-old female patient who had essure (ess205) (batch no. 623318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section, recurrent abortion, emotional distress, angina pectoris, multigravida and parity 2. Previously administered products included for an unreported indication: lipozene and zoloft. Concomitant products included bupropion, fluoxetine, ibuprofen, metformin, paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In (B)(6) 2007, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urticaria ("rashes or skin conditions type: hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vertigo ("vertigo"). In 2014, the patient experienced inflammation ("inflammation"). On (B)(6) 2019, the patient experienced coagulopathy ("blood or heartdisorder/condition type: my blood does not clot"), 12 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, feeling abnormal, urticaria, vaginal haemorrhage, coagulopathy, nausea, vertigo, inflammation, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bipolar disorder, coagulopathy, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, inflammation, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 73.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury "), urinary tract infection ("urinary tract infection "), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge "), fatigue ("fatigue"), alopecia ("hair loss ") and tooth disorder ("dental problems ") and was found to have hormone level abnormal ("hormonal changes "). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs provided. Information updated: date of birth, essure insertion date, essure model, events added (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, migration, fallopian tube perforation, uterine perforation, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, plaintiff did not undergo essure confirmation test). Event injury was deleted. Case was upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.